Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a hospital with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five weeks after device replaced. Additional information obtained indicated the cause of death was complications of sternotomy removal and inspection of pacemaker with underlying cause of sick sinus syndrome and tetralogy of fallot status post repair. Additional circumstances related to the patient death have been requested and not received.

Manufacturer narrative:
Additional information received indicated the patient developed rigors and chills approximately (B)(6) days post device implant. The patient noted purulent drainage at the ipg site. Site drainage was cultured and the organism was identified as (B)(6). A chest computerized tomography (CT) scan noted asymmetric enlargement of the left rectus muscle along the course of the epicardial leads with fluid along the leads. CT scan also found the aorta and right ventricular were in close proximity to the sternum. During sternotomy to remove the epicardial leads a small tear in the aorta occurred. The patient was placed on cardiopulmonary bypass. Echocardiogram noted no left ventricular or right ventricular function. A retrograde aortic dissection from the descending aorta to at least the transverse arch is noted. Coronary ischemia was suspected as ventricular function was not recoverable and the patient was pronounced dead in the operating room. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was kinked/buckled, the inner insulation was pulled apart (overstress), all insulation was torn and there was apparent explant damage. Continuity was not tested due to the shorted condition of the conductors and no visual discontinuity was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was kinked/buckled, the inner insulation was pulled apart (overstress), all insulation was torn and there was apparent explant damage. Continuity was not tested due to the shorted condition of the conductors and no visual discontinuity was observed.